Manufacturer narrative:
An altis sling was received for evaluation. Examination of the static side of the sling revealed the static anchor was detached from the mesh. Microscopic examination of the mesh on the static side confirmed the welded area of suture was still attached. Examination of the static suture revealed the detachment end to be rough and irregular, indicating stress was exerted. Examination of the dynamic side of the sling revealed the dynamic suture, dynamic anchor, and dynamic tensioner were still attached. Based on the information received and examination of the returned product, the static suture detached from the mesh during the implantation process. As the detachment end of the static suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the altis was to be implanted on (B)(6) 2023 but was not due to static anchor breaking. Doctor said that the static anchor was a little more difficult than usual seating on the introducer. He was able to push it down enough to have the introducer tip through the anchor. Once the anchor was implanted, he attached the introducer to the dynamic side but in that process the suture broke between the mesh and the anchor. This left the anchor behind in the obturator. The implant was successfully removed. The hospital opened another altis, and it was successfully implanted.

Event description:
According to available information, this device required replacement due to a break. The doctor reported the static anchor was a little more difficult than usual when seating on the introducer. He was able to push it down enough to have the introducer tip through the anchor. Once the anchor was implanted, he attached the introducer to the dynamic side but in that process the suture broke between the mesh and the anchor. This left the anchor behind in the obturator. The device was successfully removed. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.